Event description:
It was reported that the sys 9800 locked up and powered down in the middle of a procedure. The procedure was completed on a replacement system. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the sys power supply was out of adjustment. The power supply was adjusted and the sys was tested and found to be working as intended and placed back into svc.